Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy procedure, they tried to connect the reload to the handle, however could not. The sulu connector was broken. Replaced by a new cartridge, the loading and the firing was completed with no problem. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The lock ring was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the damaged reload lock ring may occur due to over flexure of the reload while attached to the instrument. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.